Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) developed a methicillin-resistant staphylococcus aureus infection in the scrotum. All components of the existing ipp were explanted and replaced with a tactra malleable prosthesis. No additional patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of staphylococcus aureus infection is a known risk associated with ipp procedures and is noted as such in the ipp instructions for use (IFU). Device history record (DHR): the DHR confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the ipp IFU was reviewed. The patient symptom of staphylococcus aureus infection was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) developed a (B)(6) infection in the scrotum. All components of the existing ipp were explanted and replaced with a tactra malleable prosthesis. No additional patient complications were reported.